Manufacturer narrative:
On 1-dec-2021, the product investigation was completed. It was reported that a male patient (190 lbs.) Born on (B)(6)1956 underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion while ablating in or near the left atrial appendage. The patient's blood pressure dipped to 60/42, a pericardiocentesis was performed removing 250 cc of blood, 200 of which was given back to the patient. Norepinephrine was administered and heparin reversal agents. The patient was stable at the time of the call. The physician did not indicate that they believed bwi products were responsible for the patient event. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (unidirectional). Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the device was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30625558l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (B)(6) underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion while ablating in or near the left atrial appendage. The patient's blood pressure dipped to 60/42, a pericardiocentesis was performed removing 250 cc of blood, 200 of which was given back to the patient. Norepinephrine was administered and heparin reversal agents. The patient was stable at the time of the call. The physician did not indicate that they believed bwi products were responsible for the patient event. The reporter stated that error 370: mapping catheter not connected, and no pentaray catheter splines were displayed on the carto 3 system. The catheter was connected to 20 pole a port of the piu and was moved to 20 pole b port, the interface cable and 20 pole eco adapter cables were exchanged without resolution. The pentaray catheter was exchanged, different lot, without resolution. The piu was rebooted at the time of the call. The caller was advised to reload the carto 3 application at this time, start a new study in a default template (custom was in use originally). The error returned, and the pentaray shaft was not even visible. The caller was advised to move the catheter around in the left atrium for 30 seconds or so, but the error persisted. The caller was advised to perform a full system shutdown and reboot, connect the ablation catheter and put it in the field along with pentaray. When the system as rebooted, another new study started, and the error was not present and both catheters were displayed. The case was continued successfully. It was relayed by email that the pentaray was not selected as the mapping catheter, likely producing the error. Additional information 6-nov-2021: the adverse event occurred on (B)(6) 2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: ablation procedure, not a bwi product malfunction. Medical intervention provided: the patient was taken to or for surgical intervention. The outcome of the adverse event: unknown at this point. The patient did require extended hospitalization because of the adverse event, patient still in cicu. Relevant tests/laboratory data: patient took eliquis in morning, required reversal agent kcentra. Other relevant history: ef 20-25%. Generator information: smartablate sn: (B)(4). A transseptal puncture was performed. Needle product details: baylis sheath and needle. There was a small effusion noted prior to transeptal and ablation. It was noted as stable, and not d/t any intervention of the case. There was no evidence of steam pop. The effusion was noted during ablation on the left atrial appendage side of the ridge. An irrigated catheter was used in the event, the flow setting was: 35w power 15ml/min high 8ml/min low standard stsf. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph was on in main viewer, dashboard: on, vector : on with warning at 45, and visitag: surpoint values used for coloring. The visitag module was used, the parameters for stability used were, 2.5mm 3 sec fot off 3mm tag size. The additional filter used with the visitag, high force setting at 45. Color options used prospectively: surpoint. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).